Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information : information was incorrectly entered during the initial filing. There was no required intervention to prevent permanent impairment/damage in this case. Information was incorrectly entered during the initial filing. The information was updated in section d of this supplemental. Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the device. The delivery system was not bent, but the plunger was broken. The plunger was rotated more than 1/8 of a turn. The emergency release on the delivery system was not implemented. The capsule electrodes were visually acceptable. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any other visible damage. As the product was received, the plunger rotating more than 1/8 of a turn is indicative of mishandling.

Event description:
The physician stated that as he plunged the handle of the device to begin the attachment of the capsule to the patient's esophagus, the handle fell apart in his hand. He removed the device from the patient and then attached a second capsule without incident. Intervention was not required.

Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.